Manufacturer narrative:
Date sent to the FDA: 07/23/2019. Additional information: h4. Corrected information: g1.

Manufacturer narrative:
(B)(4). Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a fraying suture could be observed. However no conclusion could be reach on how this happen as the sample was not returned. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a face lift procedure on (B)(6) 2019 and the suture was used. During the procedure, the suture frayed while suturing. The procedure was completed successfully. There were no patient consequences reported.